Manufacturer narrative:
H.6. Investigation: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for partial retraction with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set the needle did not fully retract which led to needle stick injury. The user was tested and had negative results for hiv, anti-hbs, anti-hbsag and hcv. There was no report of patient impact. The following information was provided by the initial reporter: it is reported when using wingset, the needle did not fully retract. This lead to a dirty needle stick.

Manufacturer narrative:
Date of event: unknown. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® push button blood collection set the needle did not fully retract, which led to needle stick injury. The user was tested, and had (B)(6) results for hiv, anti-hbs, anti-hbsag and hcv. There was no report of patient impact. The following information was provided by the initial reporter: it is reported when using wingset, the needle did not fully retract. This lead to a dirty needle stick.